Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual inspection revealed the reset button is broken, and the wires are exposed on the device. There is damage to the power cord, twisted and pinched possibly causing the exposing of the wires. This device was not tested for safety reason. It is possible that the broken and exposed wires are the root cause of the reported failure of the device to function as intended. The exposed wires are typically observed from rough handling of the cables. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other dissimilar complaint for this lot of (B)(4) devices that were released to distribution in 2011. This lot is over 4 years old and from the visual observations, it probably has seen heavy use that would have contributed to the reported failure. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer the ablate pedal on the vapr corded footswitch wouldn't activate the electrode during an arthroscopic procedure. A second corded footswitch was used to complete the case with no consequence to the patient and no delay in the procedure. One device will be returned for analysis by the customer.